Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative who reported that the patient had not been getting good therapy. Per the patient, she had not had pain relief in the last few months, and the hcp believed the catheter had moved. The patient provided no information regarding any environmental, external, or patient factors that may have led or contributed to the issue. Per the patient, she had a myelogram a few weeks ago. When asked if a dye study was performed, she stated that she didn¿t know. The pump and catheter were replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6). Implanted: (B)(6) 2016, explanted: (B)(6) 2022.product type: catheter, product ID 8731sc, serial# (B)(6) implanted: (B)(6) 2010, explanted: (B)(6) 2022. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician turned down infusion rate from 9.5 mg a day to 5 mg a day. The patient low volume alarm started going off, pump reads 1.7 ml left in pump. The patient scheduling revision, the physician turned pump infusion to minimum rate today. The patient is getting oral medication at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative who reported the initial reporter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 10 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that at the last pump refill they were expecting 3 ml but got back 10 ml. A dye study was attempted, but they were unable to withdraw from the cap (catheter access port). It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was being scheduled for a pump replacement and catheter revision. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-jun-2018, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 04-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.